Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced fatigue and "sleeping for a lot of hours". It was reported that the implantable pulse generator (ipg) "wasn't working ". The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.